Event description:
This was a lead extraction case performed in the ep lab to remove 2 pm biotronik leads implanted 20 years ago due to a malfunctioning rv lead. Both leads were prepped with lld-ez, and using a 12f glidelight, the ra lead was extracted. While attempting to extract the rv lead, the patient's pressure dropped. An echo was requested and the cv surgeon was called. Echo confirmed a pericardial effusion. A pericardiocentesis was performed and the pressure stabilized. The ra lead extraction was abandoned, and new leads placed. The patient was stable and transferred to or for sternotomy. Patient prepped and draped, but family requested no sternotomy. Patient stable as of next day.